Event description:
Battery failure caused monitor to stop working. Upon troubleshooting, it was discovered that the battery overheated and caused seams on the battery to separate, but there was no visible leakage of any substance. The battery is 8v, 5.4ah, sla (sealed lead acid).